Event description:
Caller alleged a variance between inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: >7.5 and >7.5 and 6.5 (five minutes between tests). (B)(6) 2015, 3.2. Therapeutic range: 2.0 - 3.0 there was no coumadin dosing change on (B)(6) 2015, since the caller was unable to reach the physician. The caller reported that she was "slightly" anemic. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer reported imprecision issues of inratio inr results during testing. It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances and the lot met release specification. The patient was reported to be "slightly" anemic, but hematocrit was not provided. Anemia with a hematocrit less than 30% was identified as a condition that may contribute to discrepant inr results. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.